Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a case of blood that had gotten into the canal of the flap, observed on an unknown patient eye same day post lasik flap generation. Doctor feels this event was clinically insignificant and is awaiting the blood to resolve without additional treatment. Additional information has been requested.